Event description:
It was reported that at the end of a total knee replacement at the user facility, an eraser sized hole in the chest of the toga was noticed. As a preventative measure, the pt was administered antibiotics when the hole in the toga was noticed. There were no other known adverse consequences to the pt and no delay alleged with this event.

Manufacturer narrative:
The product was discarded by the user facility and will not be returned to the manufacturer for analysis. It is not possible to determine the cause of the reported malfunction without an evaluation of the product.